Event description:
It was reported the cardiac resynchronization therapy pacemaker (crt-p) system had a lead safety switch (lss) due to this left ventricular (lv) lead high out range measurements of 2004 ohms. Technical services (ts) was consulted and recommended further evaluation. The crt-p system remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).